Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where a new ipg was implanted.

Event description:
Follow up information identified the patient reports she believed she had a staph infection. The patient initially received IV antibiotics and as of (B)(6) 2017 the antibiotics have been completed. The patient reports the infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg site. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.